Event description:
Customer reports the softclix plus lancet will not retract. No accidental needle stick occurred. The customer did not provide the location where the malfunction occurred. No adverse event reported. The malfunction was confirmed upon eval by the MFR. Requested return of suspect device and a replacement was sent. Softclix plus lancet lot number unk.

Manufacturer narrative:
The suspect product is the softclix plus lancet.